Manufacturer narrative:
The customer¿s experience with the users manually changing the pcu time was not confirmed. The customer did not return any product or provide device logs. The pcu time can be manually changed when delay option ¿delay until¿ is selected in the delay options menu. The user noted this in the complaint and is a function of the application. An enhancement request was submitted and assigned pre 2637. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A device history search was performed on the source pump module s/n (B)(4). Results showed no prior returns for service. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement .

Event description:
It was reported that the pumps currently allow the front line nurse to manually change the pump time, resulting in the pump time being different than the actual server time and as reflected in epic.